Event description:
Update rec¿d (3/25/2014) litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation and infection due to metallosis. The cup has been added to address the infection allegations.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 9/8/2014- pfs and medical records received. After review of the medical records the primary operative notes indicated there was a crack that occurred in the posterior bone of the greater trochanter. The revision operative note indicated fretting between the stem and sleeve. Osteolysis was noted around the sleeve. The sleeve was noted be loose, but the stem was well fixed. Infection was noted to be negative and there were no signs of metallosis. The cup was left in and not revised. A lateral trochanteric fracture occurred during the trocchanteric osteotomy while removing the stem/sleeve. There is no new additional information that would affect the existing MDR decision.